Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that out of range pacing impedances were once again revealed at a follow up and a lead fracture was suspected. The lead was capped and a new lead was implanted. No adverse patient effects were reported following the revision procedure.

Event description:
Boston scientific received information that pacing impedances had beeping rising on this right ventricular lead, and some impedances had been out of range. All other measurements appeared normal. Some noise was reproduced and the patient complained feeling twitches, but no episodes were noted. Technical services discussed a possible connection issue, set screw issue or a insulation issue. At this time this device and lead remains implanted. No adverse patient effects were reported.